Event description:
During blood draw the bd vacutainer safety lok blood collection kit came detached from the greiner bio-one vacuette quickshield safety tube holder. Popping out of said tube holder leaving that end of the needle exposed. In the last two days it has occurred 4 times. Along with that end of the needle breaking off of the safety tube holder while being attached.